Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately six months after device system implanted. The cause of death has been requested and not received.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately six months after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products continued: 1882tc competitor implantable pacing lead: (B)(6) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.